Event description:
It was reported that an ilet user experienced persistent alert 38 motor stall notifications through multiple restarts with no supplies connected, alongside repeated occlusion alerts and resultant prolonged hyperglycemia, with cgm readings up to 400 mg/dl and glucometer confirmation of 432 mg/dl over approximately 36 hours while using a steel infusion set on the abdomen and a g7 cgm; a dry run was successful past 100 units, and the user was advised to perform a full supply change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method, involving the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.